Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could or be confirmed, the tip of the driving cap was noticed broken. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot no DHR possible as the lot number was not available device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a nail insertion procedure on an unknown date, the driving cap in the frn set broke off with the threads remaining stuck inside the insertion handle. The insertion handle was not broken. However, the threads were stuck inside the threaded hole for the driving cap. Once these threads were removed after the case, the frn handle was good to use again. The procedure was completed by opening up a tfna insertion tray and using that driving cap. As the surgeon couldn't actually thread in this tfna driving cap into the frn insertion handle (because the broken threads were still stuck in the hole), he simply held the driving cap up to the frn insertion handle to pound the nail in. There was a slight delay (~2 minutes) as needed to grab and open the tfna insertion tray to utilize that driving cap. Fragments were generated inside the insertion handle and they were not easily removed. The procedure was successfully completed. Patient status is unknown. Concomitant device reported: unknown insertion handle (part # unknown, lot # unknown, quantity 1), unknown femoral nail (part # unknown, lot # unknown, quantity 1), unknown hammer (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for (1) driving cap/threaded. This report is 1 of 1 for (B)(4).